Event description:
The field sales associate reported the following: on (B)(6) 2024, the patient was implanted with gore® tag® conformable thoracic stent graft with active control system to treat a thoracic dissection (in descending thoracic aorta) with a hemiarch replacement (in ascending thoracic aorta). The patient tolerated the procedure. It was reported that on (B)(6) 2025, images revealed an innominate artery dissection to the subclavian artery and continued false lumen profusion from proximal edge of the previous implanted gore® tag® conformable thoracic stent graft with active control system. Under fluoroscopy the proximal 1cm appeared constrained, but it had a dynamic obstruction that moved with the heartbeat. Under computed tomography it appeared constrained but was not. The physician reintervened and implanted a gore® tag® conformable thoracic stent graft with active control system to bridge and gore® tag® thoracic branch endoprosthesis (tbe aortic component and side branch) in the left common carotid artery. The area was sealed, and the patient tolerated the procedure.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.